Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 550 mg/dl; cause was unknown. Elevated bg was addressed via a manual injection. The customer reportedly received third party assistance at the boone county ER. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Tandem technical support made multiple follow up attempts with the customer to achieve additional information regarding the ER visit, however, no response received.